Manufacturer narrative:
Device had broken battery tube threads, cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 45 mg/dl at the time of the incident. The customer stated that the insulin pump had cracks around the casing and the cap was falling apart. The customer declined troubleshooting for low blood glucose. It was reported that the reservoir lip ring was damaged but was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.